Event description:
--

Event description:
Boston scientific received information that a case study for syncope involving a patient with a boston scientific pacemaker was being reviewed. Electrograms were viewed and noted to have been flat. A request for additional information was made but no further information was able to be obtained. No further details were known. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.